Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an alarm this alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer¿s blood glucose was 9 mmol/l at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.